Manufacturer narrative:
The reported issue of an under infusion could not be confirmed or replicated during this investigation. The device was functionally tested and passed accuracy as required. It was reported that approximately half the volume remained in the 3 ml syringe after the infusion completed, however the log review confirmed that the available volume at the start of the infusion was 1.1324 ml. However, the volume remaining after the 0.8 ml infusion was completed was calculated to be 0.3324 ml. Review of the device logs showed that on (B)(6) 2021 at 2:34:37 pm, a primary infusion was programmed at the rate of 1.6 ml with the vtbi of 0.8 ml. The calculated duration for this infusion was 30 minutes. The available volume in the 3 ml syringe was recorded to be 1.1324 ml. 2:38:47 pm, the infusion was started with the primary volume infused of 0 ml. 3:08:55 pm, the infusion completed with the volume of 0.8 ml infused as programmed. 3:09:19 pm, the syringe module was channeled off. 11:43:10 pm, the pcu was powered down. The total volume infused was recorded to be 0.8 ml. The remaining volume in the 3 ml syringe was calculated to be 0.3324 ml. Results from alaris system maintenance (asm) testing confirmed that device¿s accuracy was within specifications. The inspection process performed on the syringe module found no irregularities. The device was being used for treatment. Root cause: the root cause of the reported issue of an under infusion could not be identified since testing found that the device¿s functional accuracy was within specification. Sample inspection: the inspection process performed on syringe module sn (B)(6) found it to be in fair condition. The dry residue observed on the right iui was not relevant to the reported incident. Log analysis results: the review of the pcu error log found no errors or malfunctions relevant to the customer¿s complaint. The review of the pcu event log begins on (B)(6) 2021 at 02:33:30 pm, at that time the user selected the source syringe module then selected a bd plastipak 3 ml syringe for infusion. At 2:34:37 pm, an infusion was programmed through guardrails drugs for cefepime (drug ID 43) to infuse at the rate of 1.6 ml with the vtbi of 0.8 ml. The syringe was noted to have the recorded available volume of 1.1324 ml. The syringe module was paused before the infusion was started. The calculated duration for this infusion was 30 minutes. 2:38:47 pm, the infusion was started. The primary volume infused recorded as 0 ml. 3:03:55 pm, near end of infusion (neoi) begins. 3:08:55 pm, infusion completed. 3:09:19 pm, the syringe module was channeled off. The primary volume infused was 0.8 ml 11:43:10 pm, pcu sn (B)(6) was powered off. The total volume infused was recorded to be 0.8 ml. Test results: testing performed using alaris system maintenance (asm) v12.1.1 barrel clamp accuracy, plunger force accuracy, and plunger position accuracy confirmed the source syringe module¿s functional accuracy was within specification. Device history review: a review of the device history record showed the device had a manufacture date of 07/16/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported that there was an underinfusion. The syringe pump was programmed to run 40mg/ml for 30 minutes. At the end of the infusion, approximately half of the volume was left on the 3 ml syringe. According to the nurses, both of them verified the volume infused was 0.8ml, which was the volume expected to be infused" that was on the note. This event happened in the nicu. No patient harm. Although requested, further information not provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information not provided.

Event description:
It was reported that there was an underinfusion. The syringe pump was programmed to run 40mg/ml for 30 minutes. At the end of the infusion, approximately half of the volume was left on the 3 ml syringe. According to the nurses, both of them verified the volume infused was 0.8ml, which was the volume expected to be infused" that was on the note. This event happened in the nicu. No patient harm. Although requested, further information not provided.